Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover had scratches due to external factors. The angle fixing part of the operation part was loose. The operation part was cracked due to an external factor. There were scratches on the operation part, grip, angle lever, right/left lever, switch one (1), universal cord, and the surface of the light guide cover glass due to external factors. The video connector, video connector case, light guide connector may have been scratched due to external factors. The video connector case was cracked due to an external factor. The label on the video connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the bending section cover adhesive on the endoeye flex deflectable videoscope was chipped. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.